Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and variable impedance measurements. The lead also exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.